Event description:
It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a mitral valve replacement procedure. During preparation, the valve detached from the handle, the physician and surgical technician couldn¿t put it back on. The surgeon couldn¿t crank the valve once it came off. The valve had not made contact with the patient. They got another epic plus mitral from another hospital. But decided to implant a non-abbott valve instead due to waiting to get the other valve from another hospital was too long. A pericardial patch was also placed with non-abbott valve. But the physician couldn¿t get the handle back on and sinch it down to get it in the annulus. The patient was reported passed away. The death was not associated with our device, specifically since our device did not make contact with the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a mitral valve replacement procedure. During procedure, the valve detached from the handle, the physician and surgical technician couldn¿t put it back on. The physician proceeded to manually deliver the epic plus mitral valve and noted there was a leak. The surgeon couldn¿t crank the valve once it came off. They got another epic plus mitral from another hospital. But decided to implant a non-abbott valve instead due to waiting to get the other valve from another hospital was too long. A pericardial patch was also placed with non-abbott valve. But the physician couldn¿t get the handle back on and sinch it down to get it in the annulus. The patient was reported passed away.

Manufacturer narrative:
An event of the premature separation of the holder when handling the valve was reported. Information from the field indicated that valve detached from the handle and could not crank the valve once it came off. The possible causes of the holder falling apart include holder handle not seated fully, incorrect handle used, resistance noted when ratcheting or holder removed with alternate tool causing excessive strain on hooks. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a mitral valve replacement procedure. During preparation, the valve detached from the handle, the physician and surgical technician couldn¿t put it back on. The surgeon couldn¿t crank the valve once it came off. The valve had not made contact with the patient. They got another epic plus mitral from another hospital. But decided to implant a non-abbott valve instead due to waiting to get the other valve from another hospital was too long. A pericardial patch was also placed with non-abbott valve. But the physician couldn¿t get the handle back on and sinch it down to get it in the annulus. The patient was reported passed away. The death was not associated with our device, specifically since our device did not make contact with the patient.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 28 aug 2025, a 33mm epic plus mitral valve was chosen for a mitral valve replacement procedure. During procedure, the valve detached from the handle, the physician and surgical technician couldn¿t put it back on. The physician proceeded to manually deliver the epic plus mitral valve and noted there was a leak. They got another epic plus mitral from another hospital. But decided to implant a non-abbott valve instead. A pericardial patch was also placed with non-abbott valve.